Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted up. The receiver functional test was performed and it passed all the relevant testing. A review of the data log observed the receiver shutting down for low battery within the relevant dates of this investigation. The discharge test was performed and the receiver repeated the failure. The receiver case was opened for internal visual inspection and passed. The discharge test was performed with a known good battery and it failed. The reported event that the receiver ceased to function was confirmed. The root cause could not be determined.